Event description:
It was reported that this pacemaker came through on the left side of the skin and had to be moved to the right side. There were no additional adverse patient effects reported. The pacemaker remains in service.